Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the removal of a solex 7 catheter (lot# unknown), four days after the catheter placement, the balloon appeared to have damage. The bedside nurse initially attempted removal but encountered resistance and sought assistance from the attending physician. Although the physician successfully removed the catheter, the resistance was greater than expected. Per the reporter, the catheter deflation before the removal was done using the recommended procedure. Examination of the solex balloon revealed a section stripped from the catheter shaft and severed from the rest of the balloon. Per the reporter, the solex catheter was the patient's only invasive line, with no other foreign bodies present (e.g., pacemakers, icds, ivc filters). The resistance and resulting balloon damage appeared to be consistent with normal vasculature. Additionally, there were no issues during the insertion of this catheter, and cooling and warming therapy proceeded without complications. No surgical intervention was required and no adverse effects on the patient were observed.

Event description:
During the removal of a solex 7 catheter (lot# 198213), four days after the catheter placement, the balloon appeared to have damage. The bedside nurse initially attempted removal but encountered resistance and sought assistance from the attending physician. Although the physician successfully removed the catheter, the resistance was greater than expected. Per the reporeter, the catheter deflation before the removal was done using the recommended procedure. Examination of the solex balloon revealed a section stripped from the catheter shaft and severed from the rest of the balloon. Per the reporter, the solex catheter was the patient's only invasive line, with no other foreign bodies present (e.g., pacemakers, icds, ivc filters). The resistance and resulting balloon damage appeared to be consistent with normal vasculature. Additionally, there were no issues during the insertion of this catheter, and cooling and warming therapy proceeded without complications. No surgical intervention was required and no adverse effects on the patient were observed.

Manufacturer narrative:
The reported complaint of the physician experienced a greater than expected resistance when the catheter was removed and the solex balloon revealed a section stripped from the catheter shaft was confirmed during the visual inspection of the returned solex 7 catheter (lot # 198213). As received, the catheter serpentine balloon was completely damaged. The middle of the serpentine balloon was torn, and detached from the catheter balloon shaft. The probable root cause could be due to a handling issue during the initial attempt to remove the catheter. Visual inspection of the returned catheter was performed and the serpentine balloon was noted completely damaged. The middle of the serpentine balloon (loop 2nd, 3rd, 4th, and 5th) was completely torn, and detached from the catheter balloon shaft. No kink was observed on the catheter. In addition, the blood residue was observed on the catheter's serpentine balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luer ports. The in/out luer lumens are unable to flush due to the damage to the balloon. Further functional testing could not be performed due to the condition in which the catheter was returned. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot number 198213.